Event description:
The target lesion was the left anterior descending artery (lad), with above 80% stenosis and no calcification or tortuosity. The lesion was 40mm in length. The lesion was pre-dilated with a 2.5x15mm balloon. The cypher (3.0x33mm) was implanted in the mid lad. Following this, a second stent (unk) was placed in the ostium of the diagonal artery to treat a plaque shift. A second cypher (3.0x23mm) was then advanced into the lad but dislodged before it reached the target lesion. The physician deployed the stent at the position of dislodging, 4-5mm proximal to the first stent, so there was a gap. The physician implanted a third stent, 3.0x18mm, to treat the gap. The stent overlapped 7mm on both 1st and 2nd stent. The stents are still implanted in the pt, the balloon was discarded and just video will be returned for investigation. The pt is under observation and currently the pt's situation is stable.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2007-02068. Add'l info will be submitted within 30 days of receipt.